Event description:
It was reported by the rep the device was used during a revision of a gastroenterostomy. It was reported the surgeon fired the tlh90 across the stomach to close the gastrotomy. When he fired the stapler, only half of the staple line was formed. He handed the stapler off to the scrub nurse, who reloaded the device and dry fired it on the back table. She reported that again only half of the staples formed. The surgeon finished the case by hand sewing the rest of the gastrotomy. There was no consequence to the pt.

Manufacturer narrative:
Based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated. It should be noted that if torque is applied to the anvil of the instrument, prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause to staples to be malformed. It could not be ascertained if this may have occurred in this instance.